Manufacturer narrative:
The service request is pending completion. Additional info has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available.

Event description:
The surgeon reported system aspiration failure. The aspiration was insufficient. The surgeon stated the aspiration failure caused edema in the pt. Multiple attempts were made for more info and pt's status with no response to date.